Event description:
A (B)(6) male presented at 20:41 hours on (B)(6) 2014 to (B)(6) hospital with an nihss of 20, approximately 50 minutes from symptom onset with sudden onset right-sided weakness and aphasia. Initial angiography showed markedly tortuous cervical left ica with a 360 degree loop. A left carotid terminus occlusion was identified that extended to the mca m1 segment. He was eligible for IV tpa and was given the lytic (74.7 mg). The inital attempt with the 5max ace catheter and 5max separator resulted in no improvement (tici 0). Additional attempts resulted in flow restoration to the ica and aca. Further attempts were made to open the left mca with the 5max ace delivered over a 3max over the 016 headliner and "resulted in shearing of the 3max catheter within the 5max ace, possibly due to ovalization, as tension was applied through the 360 degree loop in the cervical ica in order to remove the 3max and headliner (which was bound in the catheter) as a unit. This resulted in retaining of a 3max catheter fragment, distal tip of which had looped into the a1 segment of the left aca." Another pass was made using the 3max separator with direct aspiration of the 5max ace and was unsuccessful. At this point, the investigator deployed a solitaire device in an attempt to open the mca and achieved tici 2b flow. The investigator attempted unsuccessfully to aspirate the retained (3max) catheter fragment in the a1 segment using the 5max ace. The mca re-occluded and another pass with solitaire resulted again in tici 2b flow and the procedure was terminated. The 24 hour nihss was 24. Follow-up CT/cta the next morning, showed evolving left mca infarct and retained catheter fragment in the left mca and aca, extending into the cervical ica; no hemorrhage or mass effect. The cta also revealed an occluded left ica. The patient was taken for neuro-intervention to attempt to retrieve the retained catheter fragment without success. CT head later that day showed evolving large left mca infarct with slightly more increased mass effect; no hemorrhage. Over the next few days the patient continued to decline with evolving malignant cerebral edema. Following a family care conference, the family decided to forgo aggressive care and implement comfort measures. Palliative care was consulted and the patient died on (B)(6) 2014. The cause of death was stroke.

Manufacturer narrative:
Device investigation: results: the distal end of the 3max catheter is fractured approximately 127.0 cm from the hub. In addition, the catheter polymer material is severely stretched and compressed beginning 117.5 cm from the hub to the break site. Conclusions: the complaint has been evaluated. The complaint indicates that the 3max catheter "sheared off" inside of the 5maxace catheter. Evaluation of the returned device revealed severely stretched section of shaft leading to a fracture approximately 127.0 cm from the proximal hub of the catheter. The stretched section of catheter indicates that the fracture occurred after significant elongation of the shaft and significant material deformation. The description of the complaint indicated that the physician felt there may have been some ovalization of the catheters in anatomy. The 5maxace catheter was not returned for evaluation, therefore the ovalization of this catheter cannot be confirmed; however, the observations made during the investigation of the 3max catheter and the description of the complaint are consistent with a severe kink in the 5maxace catheter. If the 5maxace catheter was severely kinked, it may have trapped the 3max catheter. This would have caused resistance when the physician attempted to advance or retract the 3max catheter, which could lead to fracture of the 3max catheter when the retraction force exceeded the tensile strength of the material. However, in this scenario the severely kinked 5maxace catheter would not have been able to be used further. Based on the description of the event, it is not clear whether another 5maxace catheter was used to complete the procedure. Therefore, the root cause of the event cannot be determined. Tensile strength test data for the returned 3max catheter lot were reviewed and all tested units met the specifications for tensile strength. In addition, the IFU for these devices warns against advancing or using these devices against resistance without careful assessment of the cause using fluoroscopy. If the cause cannot be determined, withdraw the device. The manufacturing records for this device lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Manufacturer narrative:
Two events have been added: carotid sinus stimulation bradycardia and hypotension and recurrent vomiting. The event date was corrected: (B)(6) 2014.

Event description:
On (B)(6) 2014 a follow-up computed tomography/computed tomography angiography (CT/cta) performed the next morning after the procedure, showed the patient also suffered from a carotid sinus stimulation bradycardia and hypotension which the investigatory reported as possibly reported to the penumbra system and angiographic procedure. On (B)(6) 2014 recurrent vomiting causing intubation was reported as an serious adverse event probably related to the penumbra system, unrelated to the procedure and definitely related to the index stroke.